Manufacturer narrative:
The suspected dia 5mm 350mm tube (cev649x5) was returned for evaluation. The device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation verified the complaint reported by the customer as valid. The tube was unglued and unscrewed so the length was modified and the tightening of the complete forceps was impacted. It was noted that the finishing aspect of the tube had been modified. Root cause analysis: the instrument had been repaired / modified outside of integra microfrance by an external contractor. It was determined that this modification has caused the malfunction of the instrument and led to the reported event.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This reported is 2 of 3 for the dia 5mm 350mm tube (cev649x5)/component of the forceps used during this event and is related to mfg number: 3003249645-2024-00019 3003249645-2024-00020. It was reported that the patient incurred an intestinal wound during use of the forceps. "Intestinal cauterization was needed". No further patient outcome has reported at this time. It was reported that there was suspicion of misuse of the forceps.